Event description:
Medtronic received information regarding an imaging system regarding unknown procedure. It was reported that the during a case yesterday when the system was around the patient, it prompted them to do a home calibration and they were unable to proceed with using the system. Caller reported they had manually open the gantry. Caller also reported they were able to successfully perform a scout and full spin prior to the home calibration being requested. Patient present. Unknown when the issue occurred. There was unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, arrived on site, reviewed logs, performed motion calibration and verified all motions work properly. Performed 6 spins to verify proper function of unit. Could not recreate the issue. Unit is properly functioning and has been returned to service. Codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The event occurred during a lumbar fusion. The event caused a surgical delay of 45 minutes. There was no impact on patient outcome.